Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The patient was receiving an unspecified dye during a CT scan. After an unspecified length of time in use, the option-lok male adapter disconnected from the bd insyte catheter. An unspecified amount of blood loss was noted. The tubing set was replaced and the procedure completed. The dye was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.